Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-sep-28, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the patient had to have surgery because "the pump was jiggling around in her and the dr tightened the actual pump and did some adjustments".